Manufacturer narrative:
Date sent: 11/06/2009. Device was not returned for evaluation. Evaluation summary: as a valid lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the already cut cystic ductus: -1st attempt: the clip was not released. The 2nd attempt: the clip was released across in the tissue, it was removed. The -3rd attempt: the clip was correctly released and closes, apparently. Post operatively the clips did not hold after placing. During the night after the intervention, the pt felt sick and his abdomen hurt. A re-operation was required: the clip had slip along the ductus, and there was bile leakage. The device will not be returned. Three attempts have been made to obtain the following info, but no response has been provided. If the details are received at a later date a supplemental medwatch will be sent.